Event description:
The customer tested his blood glucose using his 2 breeze2 meters and received readings of 225, 203, 245, 419, 262, 260, 279 and 257 mg/dl. The difference between the 419 and 203 mg/dl readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer had to end the call, so it was not possible to determine which readings came from which meter. No product will be returned.